Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system."

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, the customer was unable to charge the pump unless the tandem-provided usb cable was held in position. Blood glucose was 130 mg/dl. Reportedly, the customer was using fiasp insulin. Tandem technical support educated the customer on insulin labeling with the pump. Customer acknowledged. Reportedly, the customer completed supply changes to address the occlusion alarms. The customer was able to charge the pump successfully using a replacement usb cable.